Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on on an unknown date on 2007: the patient was diagnosed with invasive right breast cancer and underwent mastectomy. On an unknown date on 2009: the patient underwent chiropractic treatment. On (B)(6) 2009: the patient underwent MRI of cervical spine. Abnormal. The patient underwent MRI of right shoulder. Abnormal. The patient underwent MRI of lumbar spine. Abnormal. On (B)(6) 2009: the patient underwent caudal epidural steroid injection. On (B)(6) 2009: the patient underwent ime. On (B)(6) 2009: the patient underwent l4-l5 discogram, l5-s1 discogram. The patient underwent CT of lumbar spine. Abnormal. On (B)(6) 2009, (B)(6) 2010: the patient presented for a follow up. The patient presented with following diagnosis: s/p mva (B)(6) 2008. Bilateral lumbar radiculopathy with strong preponderance of back pain with right-sided symptoms worse than left-sided symptoms clinically in lower lumbar distribution. Bilateral cervical radiculopathy clinically in lower cervical distribution. Cervical thoracolumbar musculoligamentous sprain. Positive response to physical therapy. S/p local injection. S/p caudal esi x 2, with limited response. Preponderance of low back pain over neck pain. Controlled provocative discography (B)(6) 2009 valid, positive at the l5-s1 level as the pain generator with no contribution from l4-l5. The patient underwent MRI of lumbar spine ((B)(6) 2009) showing evidence of l5-s1 disc desiccation, loss of disc height, right l5-s1 disc herniation, and likely prior surgery at that level. The patient underwent MRI of cervical spine ((B)(6) 2009) showing evidence of disc protrusion at c5-6 and c6-7 with bulging at c3-4, c4-5. The patient underwent post discogram CT ((B)(6) 2009) showing extravasation of dye at the l5-s1 level. On (B)(6) 2009, (B)(6) 2010: the patient presented for ime. On (B)(6) 2009: the patient presented for a follow up. On (B)(6) 2009: the patient presented for l5-s1 posterior lumbar fusion. On (B)(6) 2009: the patient presented for a follow up. Assessment: diagnosis is cervical and lumbar herniated discs, with radiculopathy; right shoulder tendonitis, supraspinatus tear; and left shoulder, pending. On (B)(6) 2010: the patient underwent x-ray of left shoulder. Normal. On (B)(6) 2010: the patient presented for a follow up. Assessment: diagnosis is left shoulder resolved tendodinitis with continued cervical radiculopathy. On (B)(6) 2010: the patient presented for a follow up. On (B)(6) 2010: the patient presented for an office visit. The patient presented with following diagnosis: s/p mva (B)(6) 2008. Bilateral lumbar radiculopathy with strong preponderance of back pain with right-sided symptoms worse than left-sided symptoms clinically in lower lumbar distribution. Bilateral cervical radiculopathy clinically in lower cervical distribution. Cervical thoracolumbar musculoligamentous sprain. Positive response to physical therapy. S/p local injection. S/p caudal esi x 2, with limited response. Preponderance of low back pain over neck pain. Controlled provocative discography (B)(6) 2009 valid, positive at the l5-s1 level as the pain generator with no contribution from l4-l5. The patient underwent MRI of lumbar spine ((B)(6) 2009) showing evidence of l5-s1 disc desiccation, loss of disc height, right l5-s1 disc herniation, likely prior surgery at that level. The patient underwent MRI of cervical spine ((B)(6) 2009) showing evidence of disc protrusion at c5-6 and c6-7 with bulging at c3-4, c4-5. The patient underwent post discogram CT ((B)(6) 2009) showing extravasation of dye at the l5-s1 level. The patient underwent post-discogram CT ((B)(6) 2009) showing evidence of extravasation at 15-s1 with a posterior subligamentous herniation with extruded nucleus about 4-5 mm, with mild, bilateral neuralforaminal on the right side with the contrast within the nucleus at l4-5. On (B)(6) 2010: the patient presented for a follow up. On (B)(6) 2010: the patient underwent: bilateral l5-s1, recurrent on the right side, partial hemilaminotomy, foraminotomy, lateral recess decompression, nerve root decompression, excision of herniated disk, and debulking of spur. Bilateral l5-s1, recurrent on the right side, diskectomy with excision of spur, and removal of disk herniation. Bilateral l5-s1 posterior segmental internal fixation with kinetic life spine rod and screw instrumentation, 7.5 x 45 screws at l5-s1 bilaterally, placed desirably bicortical. Bilateral l5-s1 transforaminal lumbar interbody grafting with peek cages 10 mm high, packed with rhbmp-2/acs, allograft, and autograft. Bilateral l5-s1 posterolateral grafting with allograft, autograft, rhbmp-2/acs, demineralized bone matrix, tricalcium phosphate, and bone marrow aspirate. Insertion of interbody peek device x2. Per-op: partial hemilaminotomy, foraminotomy, lateral recess decompression, nerve root decompression, and foraminotomy was done bilaterally with evidence of moderate foraminal narrowing and moderate lateral recess stenosis, especially on the right side. Complete decompression and neurolysis were performed. The nerve roots were mobilized with evidence of disk osteophytes, spur, and retrolisthesis at the l5-s1 level with disk herniation as well. Partial medial facetotomy had been performed, and neurolysis had been performed, freeing the nerve root. The transverse process of l5 and the ala of the sacrum were decorticated and pedicle screws from conquest life spine were placed at l5-s1 bilaterally, desirably bicortical, at each level and on each side. After that was done, bilateral l5-s1 diskectomy was performed. The 10-mm peek cages were placed at that level, packed with rhbmp-2/acs, allograft and autograft. After which, rods were connected to the tulips of the screws and secured to the screws with nuts and set screws. On (B)(6) 2010: the patient underwent CT of lumbosacral spine due to low back pain spinal fusion. Findings: a metallic probe was seen in the projection of the inferior endplate of l4. There was posterior fusion at l5-s1, with internal fixation by metallic hardware, with pedicles screws and a disc prosthesis. The alignment of the vertebral bodies was normal. On (B)(6) 2010: the patient presented with pre-operative pain resolved. The patient presented with following diagnosis: s/p mva (B)(6) 2008. Bilateral lumbar radiculopathy with strong preponderance of back pain with right-sided symptoms worse than left-sided symptoms clinically in lower lumbar distribution. Bilateral cervical radiculopathy clinically in lower cervical distribution. Cervical thoracolumbar musculoligamentous sprain. Positive response to physical therapy. S/p local injection. S/p caudal esi x 2, with limited response. Preponderance of low back pain over neck pain. 10. Controlled provocative discography (B)(6) 2009 valid, positive at the l5-s1 level as the pain generator with no contribution from l4-l5. S/p l5-s1 thoracolurnbar interbody fusion ((B)(6) 2010) pedicle screws from conquest lifespine placed l5-s1 bilaterally 7.5x45 with 10mm peek cages l5-s1. The patient underwent MRI of lumbar spine ((B)(6) 2009) showing evidence of l5-s1 disc desiccation, loss of disc height, right l5-s1 disc herniation, and likely prior surgery at that level. The patient underwent MRI of cervical spine ((B)(6) 2009) showing evidence of disc p rotrusion at c5-6 and c6-7 with bulging at c3-4, c4-5. The patient underwent post discogram CT ((B)(6) 2009) showing extravasation of dye at the l5-s1 level. The patient underwent post-discogram CT ((B)(6) 2009) showing evidence of extravasation at 15-s1 with a posterior su bligamentous herniation with extruded nucleus about 4-5 mm, with mild, bilateral neuralforaminal on the right side with the contrast within the nucleus at l4-5. On (B)(6) 2010: the patient presented for a follow up. The patient was doing well. On (B)(6) 2010: the patient underwent MRI of cervical spine. Normal. On (B)(6) 2010: the patient presented for a follow up with improvement in low back standpoint. The patient underwent MRI of cervical spine ((B)(6) 2010) showing evidence of disc herniation primarily at the c5-6 level with straightening of the normal cervical lordosis. On (B)(6) 2010: the patient presented for a follow up. The patient complained of having some episodeds of chest pain and had a cath removal. On (B)(6) 2010: the patient presented for a follow up. The patient was doing well from the low back standpoint. On (B)(6) 2010: the patient presented for a follow up. The patient continued to have problems with her neck. On (B)(6) 2010: the patient presented with follow up.emg/ncv was done ((B)(6) 2010) showing evidence of chronic c6 radiculopathy on the right and left side. On (B)(6) 2011: the patient presented with immediate onset of pain in the back and down the right leg and neck pain the next day after her car accident ((B)(6) 2011). The pain in the low back went all the way down to the calf associated with tingling, numbness and weakness and was aggravated with all activity. The neck pain radiated into the left upper extremity all the way down to the hand associated with swelling and tingling, numbness and weakness. The patient presented with following diagnosis: s/p mva (B)(6) 2011. Cervical musculoligamentous sprain. Lumbar musculoligamentous sprain. Left cervical radiculopathy, aggravated. Right lumbar radiculopathy, aggravated. S/p mva on-the-job (B)(6) 2008. Bilateral lumbar radiculopathy with strong preponderance of back pain with right-sided symptoms worse than left-sided symptoms clinically in lower lumbar distribution. Bilateral cervical radiculopathy clinically in lower cervical distribution. Cervical thoracolumbar musculoligamentous sprain. Positive response to physical therapy. S/p local injection. S/p caudal esi x 2, with limited response. Preponderance of low back pain over neck pain. Controlled provocative discography (B)(6) 2009 valid, positive at the l5-s1 level as the pain generator with no contribution from l4-l5. S/p l5-s1 thoracolurnbar interbody fusion ((B)(6) 2010) pedicle screws from conquest lifespine placed l5-s1 bilaterally 7.5x45 with 10mm peek cages l5-s1. The patient underwent MRI of lumbar spine ((B)(6) 2009) showing evidence of l5-s1 disc desiccation, loss of disc height, right l5-s1 disc herniation, and likely prior surgery at that level. The patient underwent MRI of cervical spine ((B)(6) 2009) showing evidence of disc protrusion at c5-6 and c6-7 with bulging at c3-4, c4-5. The patient underwent post discogram CT ((B)(6) 2009) showing extravasation of dye at the l5-s1 level. The patient underwent post-discogram CT ((B)(6) 2009) showing evidence of extravasation at 15-s1 with a posterior subligamentous herniation with extruded nucleus about 4-5 mm, with mild, bilateral neuralforaminal on the right side with the contrast within the nucleus at l4-5. The patient underwent MRI of cervical spine ((B)(6) 2010) showing evidence of disc herniation primarily at the c5-6 level with straightening of the normal cervical lordosis. Emg/ncv was done ((B)(6) 2010) showing evidence of chronic c6 radiculopathy on the right and left side. On (B)(6) 2011: the patient presented with following diagnosis: s/p mva (B)(6) 2011. Cervical musculoligamentous sprain. Lumbar mus culoligamentous sprain. Left cervical radiculopathy, aggravated. Right lumbar radiculopathy, aggravated. S/p mva on-the-job (B)(6) 2008. Bilateral lumbar radiculopathy with strong preponderance of back pain with right-sided symptoms worse than left-sided symptoms clinically in lower lumbar distribution. Bilateral cervical radiculopathy clinically in lower cervical distribution. Cervical thoracolumbar musculoligamentous sprain. Positive response to physical therapy. S/p local injection. S/p caudal esi x 2, with limited response. Preponderance of low back pain over neck pain. Controlled provocative discography (B)(6) 2009 valid, positive at the l5-s1 level as the pain generator with no contribution from l4-l5. S/p l5-s1 thoracolurnbar interbody fusion ((B)(6) 2010) pedicle screws from conquest lifespine placed l5-s1 bilaterally 7.5x45 with 10mm peek cages l5-s1. Recurrent lumbar radiculopathy, primarily left-sided. The patient underwent MRI of lumbar spine ((B)(6) 2009) showing evidence of l5-s1 disc desiccation, loss of disc height, right l5-s1 disc herniation, and likely prior surgery at that level. The patient underwent MRI of cervical spine ((B)(6) 2009) showing evidence of disc p rotrusion at c5-6 and c6-7 with bulging at c3-4, c4-5. The patient underwent post discogram CT ((B)(6) 2009) showing extravasation of dye at the l5-s1 level. The patient underwent post-discogram CT ((B)(6) 2009) showing evidence of extravasation at 15-s1 with a posterior subligamentous herniation with extruded nucleus about 4-5 mm, with mild, bilateral neuralforaminal on the right side with the contrast within the nucleus at l4-5. The patient underwent MRI of cervical spine ((B)(6) 2010) showing evidence of disc herniation primarily at the c5-6 level with straightening of the normal cervical lordosis. Emg/ncv was done ((B)(6) 2010) showing evidence of chronic c6 radiculopathy on the right and left side. On (B)(6) 2006, (B)(6) 2011: the patient underwent MRI of cervical spine and lumbar spine. Abnormal on an unknown date from (B)(6) 2011: the patient presented with nonspecific complaints including blurry vision, back aches and diz ziness. Workup includes, CT head ((B)(6) 2013, and CT spine ((B)(6) 2013). On (B)(6) 2011: the patient was diagnosed with cervical radiculopathy, lumbar radiculopathy and tendonitis-right shoulder. On (B)(6) 2012: the patient was diagnosed with mastectomy for malignancy w/o cc/mcc. The patient underwent: placement of tissue expander on the right breast. Latissimus dorsi flap reconstruction of the right breast. On (B)(6) 2012: the patient was diagnosed with right breast cancer. The patient underwent: removal of right breast tissue expander. Periprosthetic open capsulotomy from the 12:00 to 12:00 position. Reconstruction of the right breast with a silicone implant of 650 cc. Left breast mastopexy for creation of symmetry between the right and left side. No complications were reported. On (B)(6) 2013: the patient underwent mammogram. Impression: negative. There is no mammographic evidence of malignancy. On (B)(6) 2013: the patient underwent CT of abdomen and pelvis w/c and chest w/o. Probable benign 1.2 cm nonhyperfunctioning adenoma left adrenal gland and probable benign 0.7 cm cyst within the midpole left kidney; less likely malignancy/metastatic disease corresponding to either of these lesions. Cholelithiasis. Nonspecific thickening of the skin superior half of the left breast. Probable fibrosis or less likely minimal linear atelectasis or linear infiltrate medial aspect right middle lobe, anterior aspect right upper lobe, and left and right lung base. Evidence of right-sided breast reconstruction. Evidence of postsurgical fusion level l5-s1 with probable change of bilateral laminectomy at this level. Small umbilical hernia containing fat. Impression: finding may represent benign meningioma or bone island; however blastic metastatic/neoplastic lesion within t3 cannot be excluded. The patient underwent whole body bone scan due to right breast carcinoma. Impression: abnormal radionuclide uptake noted most likely in the t4 vertebra and on the left side of the l5-s1 vertebra. Possibility of compression fractures cannot be ruled out. On (B)(6) 2013: the patient underwent CT of lumbar. Impression: stable appearance of lumbar spine, hardware intact. No lytic or blastic abnormality detected. The patient underwent CT of thoracic spine due to abnormal bone scan with uptake at t4, history of breast cancer. Impression: no bony abnormality of the thoracic spine is detected. The patient underwent x-ray of lumbar due to history breast cancer, suspect compression fracture, abnormal bone scan. Impression: stable appearance of lumbar spine, hardware intact. No lytic or blastic abnormality detected. On (B)(6) 2013: the was diagnosed with secondary malignant neoplasm of skin, type ii or unspecified type diabetes mellitus with ophthalmic manifestations, not stated as uncontrolled. On (B)(6) 2013: the patient presented for a follow up. On (B)(6) 2013: the patient underwent bone scan. There was an abnormal focus of increased radiotracer in in the left sacrum, suspicious for osseous metastatic disease. Additionally, in the t4 vertebral body there was diffuse increase radiotracer uptake also suspicious fora bone metastasis. Uptake in the mandibular area secondary to periodontal disease was also present. On (B)(6) 2013: the patient underwent MRI of l/t spine. T3 vertebral body was almost completely replaced by a metastatic disease which extended into the pedicles and facets. There was no loss of height or spinal canal narrowing, but there was an epidural component left s1 metastatic lesion (4.1 x 3.0 cm) with left s1 screw from prior posterior laminectomy extending into the lesion. The metastatic lesion extends into the interior left l5 vertebral body with intervertebral disk space. There was no spinal canal narrowing, fracture or cord compression. On (B)(6) 2013: the patient presented for a follow up. On (B)(6) 2013: the patient was diagnosed with metastasis to spinal column. On (B)(6) 2013: the patient presented for an office visit. Diagnosis: breast cancer, bone metastasis. On (B)(6) 2013: the patient presented with blurry vision, cancer, head ache and neck pain. On (B)(6) 2013: the patient was diagnosed for breast cancer. On (B)(6) 2014: the patient was diagnosed with metastasis to spinal column and breast cancer.